Event description:
It was reported that after a first solo infusion set supply change, the user experienced rising blood glucose with an ilet display of 220 mg/dl and a confirmatory fingerstick of 250 mg/dl without symptoms, no visible leakage, kinking, or moisture at the site, and an additional site change was performed with insulin delivery confirmed to resume thereafter. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no hospitalization, no emergency care, and resolution efforts through troubleshooting and education. Investigation included remote troubleshooting with guided site inspection and a subsequent site change. Investigation of this case revealed no alarms, no observed cannula kinks, and unclear root cause of hyperglycemia despite resumed delivery after set replacement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence for a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.